Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported insulation defect could not be conclusively determined.

Event description:
During a device implant procedure, an insulation defect was noted on the right ventricle lead. The lead was capped and a new rv lead was implanted. The patient was stable.